Event description:
As reported, during a procedure, when the nursing opening the ventralight st inner packaging to take the mesh it was noticed that there was an opening in the inner packaging. It was reported that the mesh was not used and there was no patient injury. Based on the reported event there was a possible breach to the sterile barrier of the sterile packaging. There was no damage to the outer carton.

Manufacturer narrative:
As reported, there was a possible breach to the sterile barrier of the sterile packaging. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.